Event description:
Healthcare professional reported that after injection with "juvederm voluma", the patient experienced migration of the product and the affected area became "very, very hard". Patient was treated with "something to dissolve the product".

Manufacturer narrative:
UDI: na. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness and product migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.